Event description:
It was reported that the patient had a diagnosis of bacteremia from a culture taken from the device pocket. The device and leads were explanted and the patient was given antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. 6947 implantable defibrillator lead: (B)(6) 2008. (B)(4).